Manufacturer narrative:
(B)(4). The qc investigation performed on the returned product indicated no failure being detected, device perfomed as intended. Most likely underlying root cause: strip issue. During the follow-up call to the user, the customer stated that she checked herself into her local hospital emergency room after receiving "hi" and feeling symptomatic. The customer described being slightly dizzy, fatigued and thirsty with frequent urination. It was immediately determined by the emergency room staff that customer's glucose levels were indeed high. Customer stated that her blood glucose results displayed a 588 mg/dl when utilizing the blood glucose monitoring device being used by the hospital. Customer was diagnosed/ treated for hyperglycemia and given IV fluid together with insulin. Customer could not recall the amount of insulin administered. Customer immediate condition did not require hospitalization and she was released once her glucose levels stabilized.

Event description:
Customer complains of hi results. Customer states that she is experiencing fatigue, slightly dizzy and thirsty with frequent urination. The customer was advised to seek medical attention immediately; customer agreed that she would seek medical attention. Verified the strips expired 12/31/2016. Customer is concerned with: results obtained: (B)(4).